Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID 3387s-40, lot # v875210, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0lrz2, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported an impedance test performed in july determined that the lead was compromised; surgery was scheduled for (B)(6) to revise the lead. It was also stated that the patient experienced a worsening of tremors around the (B)(6). It was confirmed that there was no trauma / falls related to the issue.

Event description:
Information was received from a manufacturers' representative who reported that the patient had a fractured lead above the lead/extension connection. Impedance check displayed open circuit > 40,000 ohms on all contacts and an x-ray showed a break in the electrode above the lead/extension connection. Surgical intervention was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.